Event description:
The customer reported that a pediatric inpatient's hematocrit (hct) increased from 29.2% to 39.6% after a red blood cell (rbc) exchange procedure was done. The procedure was scheduled for 70 minutes, but they had severe clotting issues due to very poor access(catheter problems). The procedure took four hours instead. 440ml rbcs were removed and 532ml rbcs were returned. Rinseback was not performed. The attending physician ordered various phlebotomies to remove the extra rbcs and to lower the patient's hct. The patient was stable and clinically improving following the phlebotomies. As of (B)(6) 2013, the patient's hct was 30%. The patient identifier is not available at this time. This report is being filed due to medical intervention in the form of phlebotomies to lower hematocrit.

Manufacturer narrative:
A follow-up report will be provided.

Manufacturer narrative:
Investigation: per the customer, they were busy taking care of the clotting issues during the procedure. They never noticed anything unusual with the remove or replace volumes. The hct of the replacement was done by the customer's lab and was 56% hct, the unit used for priming was 30% per the lab. The machine was checked out by a terumo bct technician due to the customer alleging that the waste valve was not operating properly. The technician proactively replaced the waste/divert valve assembly. He verified the valves' operation and verified return and access pressure sensors. He performed functional checks and returned the machine for use. Investigation, evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. No problems with the wast/divert and plasma valves were found in the field. They were disposed of at that time and not returned for any further investigation. An internal report shows that the machine has been in use with no further occurrences of the problem. A routine preventive maintenance service procedure was conducted on september 10,2013, with no problems found. Root cause: the on-site evaluation of the two replaced valves did not identify any problems. One possible cause for the behavior described would be user midloading of the two rbc lines. A definitive root cause of this reported incident remains undetermined at this time.